Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 293 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pods adhesive was not sticking well to the infusion site (abdomen). When removed from the infusion site the pod's cannula was found to be dislodged and bent. As treatment, the patient applied a new pod.